Event description:
It was noted that the lead was planned to be explanted two days after reported event date. The loss of therapeutic effect was unknown. Additional information was requested but not available at the time of report. If additional information received, supplemental will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported a month later reveal the lead failed after being implanted for a year or so. When the healthcare provider went in to replace it, the lead was fused in the header block like corroded in place. It was reported three days later that it just stopped providing benefit and the lead was switched out. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported by the healthcare provider that they did not know why the lead failed. It was also noted that, regarding the healthcare provider being unable to remove the lead from the ins and the healthcare provider's conclusion was it must be stuck like it may have been corroded, this issue pertained to a different patient. (See manufacturer's report # 004209178-2014-19439 for this other event involving a different patient.) This patient was doing well with replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v933654, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).